Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15627. It was reported that the patient presented for a routine generator change. During the procedure, the right atrial lead could not be removed from the device header, so the lead was capped and replaced. There were no patient consequences due to this event.